Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was further reported that patient is also experiencing crepitus, popping, locking, clicking, numbness, several falls, severe joint degeneration and osteoarthritis.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral, catalog #: unk, lot #: unk, unknown tibial tray, catalog #: unk, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. When the investigation is complete, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06797, 0001822565-2018-06798, 0001822565-2018-06799. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain, problems walking, back and sciatica issues, loosening, and plate too large.

Event description:
It was further reported that patient underwent a revision procedure due to pain, problems walking, back and sciatica issues, and swelling. Operative reports confirmed the tibial component had overhang on the lateral side; however, the component was well fixed and showed no evidence of loosening. The tibial tray and polyethylene bearing were removed and replaced.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI): (B)(4). Concomitant medical products: persona ps standard femoral, catalog #: 42500605802, lot #: 63350384; persona stemmed 5-degree tibia, catalog #: 42532006702, lot #: 63492613; all-poly patella, catalog #: 42540200032, lot #: 63326890. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00225, 0001822565-2018-06799. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.